Event description:
It was reported that the penis of the patient with this ambicor penile prosthesis had stretched since implant so the device was too short. The device was explanted and a new app and rear tip extenders were implanted. No patient complications were reported.